Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy on (B)(6) 2018 due to failure to recharge their scs system. Reportedly, the ipg would no longer communicate with external devices and subsequently became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model.